Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 and #2 procedure: repair of ventral hernia with gore-tex mesh, large. Lysis of adhesions. Implant: gore-tex® soft tissue patch x 2 [9774338/1410015010, 10cm x 15cm x1mm], [9377222/1410015010, 10cm x 15cm x 1mm]. Implant date: (B)(6) 2012 (hospitalization (B)(6) 2012) . (B)(6) 2012: (B)(6) hospital. Implant record. Device description: patch, gortex 10 x 15 (1410015010). Body site: abdomen. Expiration date: 10/01/2016. Quantity: 1. Size: 10cmx15cmx1cm. Lot number: 9774338. Mfg catalog number: 1410015010. Manufacturer: w.l. Gore and associates. Device description: patch, goretex 10 x 15 (1410015010). Body site: abdomen. Expiration date: 06/01/2016. Quantity: 1. Size: 10cmx15cmx1cm. Lot number: 9377222. Mfg catalog number: 1410015010. Manufacturer: w.l. Gore and associates. The records confirm two gore-tex® soft tissue patch (9774338/1410015010) and (9377222/1410015010) were implanted during the procedure. Relevant medical information: (B)(6) 2012: (B)(6). (B)(6), md. Pathology report. Specimen #: (B)(6). Final pathologic diagnosis: hernia sac and omentum, ventral hernia repair. Consistent with hernia sac and omentum. Explant procedure: exploratory laparotomy, lysis of pelvic adhesions, evacuation of the large hematoma, repair of enterotomy, removal of old mesh, and repair of ventral hernia. Explant date: (B)(6) 2013 (hospitalization (B)(6) 2013). (B)(6) 2015: (B)(6). (B)(6), md. Specimen #: (B)(6). Pathology report. Final pathologic diagnosis: ventral hernia, hernial sac: membranous tissue and fibroconnective tissue with suture material and portion of mesh material with foreign body [illegible] reaction. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: repair of recurrent ventral hernia x2 with mesh. Specimens received: ventral hernia sac. Procedure: repair of recurrent ventral hernia x2 with mesh. Specimen received: ventral hernia sac. Gross description: received in formalin and labeled ventral hernia sac are multiple fragments of pink tan fibromembranous tissues with fatty tissue attached that measure in aggregate 16 x 16 x 2 cm. Also in container is pink tan mesh with fibrofatty tissue attached on one aspect. The mesh and attached tissue measure 8.5 x 5 x 1 cm. There is some blue sutures and staples at the edge of the mesh. Representative sections are submitted in one cassette. (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Specimen #: (B)(6). Final pathologic diagnosis: ventral hernia and panniculus, herniorrhaphy: large hernia sac with fibrosis. Skin and subcutis (panniculus), unremarkable. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same and severe adhesions and small bowel obstruction. Procedure: exploratory laparotomy, release of small bowel obstruction. Lysis of severe adhesions. Repair of ventral hernia with mesh and panniculectomy. Specimens received: ventral hernia and panniculus. Gross description: received in formalin labeled hernia sac and pannus is a tan skin fragment 50 x 7 cm. Excised to 3 cm. No skin lesions are identified grossly. The subcutaneous tissue is fatty and partially covered by pink fibromembranous tissue. Also in the container is a congested pink tan fibromembranous tissue fragment with fatty tissue attached on one aspect that is 58 x 18 x 2 cm. The specimen has a total weight of 783 grams. No lesions are identified grossly. Representative sections are submitted in two cassettes. (B)(6) 2016: (B)(6). (B)(6), md. Pathology report. Specimen #: (B)(6). Final pathologic diagnosis: stomach, antrum, biopsy: mild chronic gastritis. Thiazine stain for helicobacter-like organisms is negative. Preoperative diagnosis: acid reflux esophagitis. Postoperative diagnosis: mass in antrum, hiatal hernia. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
(B)(4). (B)(6). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2012 whereby a "gore-tex" was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: organ perforation, infection, chronic pain, adhesions, mesh erosion and swelling abdomen. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lots met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.